Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and primary results revealed that the helix disengaged from helical channel. The distal conductor was found to be distorted and the outer insulation had cosmetic environmental stress fracture. Blood was present in/on helix/lobe mechanism (sleeve head).

Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had dislodged and there was failure to sense. The lead was explanted and replaced. No patient complications have been reported as a result of this event.